Event description:
It was reported the user set the ep-4 stimulator to pace at 600ms, but the stimulator paced at 60ms and put the pt into afib. The physician successfully cardioverted the pt back into sinus rhythm and the pt is reportedly stable.

Manufacturer narrative:
We are in the process of evaluating this device. When our eval has been completed, a follow-up report will be submitted. Date report submitted to FDA by MFR: 11/22/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.